Event description:
The user received a discrepant csf glucose result for a pediatric sample that was in a microcup. The initial result was 0.00 mmol per l. The doctor requested a rerun for this pt due to the abnormal result. The same sample was repeated on the module p3 and obtained results of 2.95 and 2.89 mmol per l. The sample was then run on the p2 on (B) (6) 2009 and generated a result of 3.14 mmol per l with an alarm that the sample was short. No information was provided to determine if the pt was adversely affected due to the discrepant result.

Manufacturer narrative:
The field service engineer watched the analyzer operation and could not find a fault. As part of scheduled preventative maintenance, he replaced the sample probe, vacuum diaphragm, seals, sv21 waste valve, gear pump head, hi concentration waste tubing, nozzle tips and the bath windows. If additional information is received, appropriate notification will be provided.